Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-23181. It was reported the patient experienced heating/discomfort at the ipg site while charging. The patient was sent a replacement charging system to address the reported issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected.